Event description:
It was reported that a preloaded monofocal lens was inserted and it was discovered that the iol had a white oily substance on the front. The iol was removed during the same procedure after the event was observed post-insertion. It was replaced during the same procedure with another j&j lens of the unknown model and diopter. There was no injury and no further intervention was required. The patient fully recovered. No additional information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: aug 05, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the complaint lens was received cut into pieces and stuck to the tape and gauze. The lens was removed and whitish substance was distributed throughout the lens; one haptic was detached. The handpiece was received with the plunger rod fully advanced. Viscoelastic residue was observed throughout the cartridge; no cartridge tip or cartridge issues were observed. The lens module was inspected, and no issues were observed. Device assembly inspection revealed no issues; however, viscoelastic residue was observed below the lens module indicating that an excessive amount of ovd may have been used. Plunger rod advancement showed no resistance; the plunger rod tip was bent. Further analysis showed that the material is consistent with a starch and/or salt species. The ftir spectrum raw data output file generated was compared against the manufacturing process ftir library and did not yield any results with at least a 0.9000 correlation. The top hit was ¿n/a1pc aluminum plate¿ with a 0.5202 correlation. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.